Manufacturer narrative:
(B)(4). Device available for evaluation: device return status. Device evaluated by manufacturer: revised. Device manufacture date revised. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following relevant additional information was received: the fielder xt guide wire that failed to cross was a fielder xt 300. Failure to cross did not cause or contribute to perforation or any other adverse events for the patient. Aside from re-advancement failure, no other device issues were noted with the reported pilot 200 guide wire. The reported failure to cross for the graftmaster was due to chronic total occlusion of the vessel and this graftmaster was confirmed to be a different lot number from what was initially reported. The reported prolonged balloon inflation was able to successfully resolve the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Describe event of problem continued: the access site was successfully closed using a perclose device. The patient was transferred to the intensive care unit for observation with plans to treat the mid rca occlusion in two months. Reportedly, use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided. Concomitant medical product: guide wire: pilot 200; guide cath: 7fr rbu; turnpike lp spiral catheter; other: impella pump; vessel closure: perclose. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The hi-torque pilot guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with symptoms of dyspnea with minimal exertion, suggestive of class iii angina and class iii heart failure. The procedure was to treat a 100% totally occluded mid right coronary artery (rca). As angioplasty of the rca was high risk for this patient, an impella pump was placed pre-procedure as precaution. With the assistance of a non-abbott spiral catheter, different escalation wires were used to cross the total occlusion, starting with a non-abbott guide wire, followed by a fielder xt, then, finally, a pilot 200 guide wire. The pilot 200 crossed and was advanced to the distal rca. Balloon angioplasty was performed in the proximal and mid rca using an unspecified 2.0mm balloon, however, after performing the angioplasty, the pilot 200 was inadvertently pulled back out of position. Multiple attempts were made to re-advance the pilot 200 into the true lumen, however, re-advancement was unsuccessful and resulted in a microperforation in the mid rca. Intravascular ultrasound confirmed that the distal end of the wire was in the subintimal layer of the rca and showed extensive plaque disease throughout the rca. Prolonged balloon inflation was performed, followed by an attempt to treat the perforation with a 2.8x19mm rx graftmaster covered stent system; the graftmaster was advanced via right femoral access through a 7fr non-abbott guiding catheter, but failed to cross and treat the perforation. The perforation was treated via prolonged balloon inflation. Echocardiogram showed trivial pericardial effusion, but the patient remained hemodynamically stable and the procedure was terminated with no further treatment.